Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed on (B)(6) 2022 due to a broken dorsal plate. There was no other report of any patient impact or injury as a result of this event and no additional fixation was required.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed on (B)(6) 2022 due to a broken dorsal plate. Analysis of the returned device confirms the reported issue of a plate breaking in the middles of one center holes. The device history records for all devices intended to be implanted (sk14) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the breakage of the plate, based on the available information the most likely cause cannot be determined. However, it is possible the device was likely subjected to excessive bending stresses which resulted in the breakage. There was no other report of any patient impact or injury as a result of this event and no additional fixation was required. The company will supplement the MDR as necessary and appropriate.